Manufacturer narrative:
(B)(4). The customer reported to philips that the unit would unexpectedly shut down. There was no report of pt involvement. Philips verified the failure. The battery pca was replaced to resolve this failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported to philips that the unit would unexpectedly shut down. There was no report of pt involvement.